Event description:
A malfunction on the pump was reported by the caller. The impact on the customer¿s blood glucose level was not disclosed, as the caller declined to answer related questions. Customer technical support (cts) provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump and advised to call back if the issue occurred again.